Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as a no delivery alarm. It was also reported that their was an occlusion. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised reservoir and insulin pump would be replaced.